Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys quartz unit with no error messages noted. In addition, the catheter met specifications during electrical testing, temperature testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Manufacturer report numbers:9680001-2021-00090, 9680001-2021-00092. During the procedure, several issues occurred that resulted in a procedure delay. While using the first tacticath quartz catheter, there was no pressure display, but the catheter was able to be navigated into the patient. The catheter was replaced with another tacticath quartz, but the same issue occurred. The catheter was replaced with a third tacticath quartz and after using for a while the pressure could not be displayed again. The catheter was replaced with a fourth and the procedure was completed with no adverse patient consequences. .